Event description:
Procedure: low anterior resection. According to the reporter: after the device was fired, the jaw did not open. The jaw had to be opened by force using hand instrument, which caused the tissue to rip and bleed. He had to use hand suture to recover the bleeding. The surgeon used another product for remaining of the procedure. No reinforcement material was used in conjunction with the device, no unanticipated tissue loss, no blood loss of 500cc or more, surgical time was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).